Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up with symptoms of heart failure and was hospitalized. A chest x-ray was performed and it was observed that the left ventricular lead was in suboptimal position. The lead was originally placed in the middle cardiac vein and was not placed in lateral vein during initial implant, hence the patient did not respond to cardiac resynchronization therapy (crt) therapy after two years of implant. The physician decided to place a new lead in a more lateral branch. The left ventricular lead was capped on (B)(6) 2019 and a new lead was implanted successfully. The patient was stable post procedure.